Event description:
It was reported that this right ventricular (rv) lead was dislodged. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported. Additional information was received indicating that this rv lead was noted to have non-capture on telemetry. Interrogation with programmer showed non capture at maximum output, and rv lead displayed small rv waves, which were p waves on electrogram (egm). This rv lead was pulled back to the atrium. The lead dislodgement was confirmed by chest xray.